Event description:
Surgeon was using a stryker 1806-4260s orthopedic 4.2 x 340mm ao non-sterile drill bit during an open reduction internal fixation (orif) of the distal femur when the tip of the drill bit broke off in the distal femur of the patient. The surgeon stated that it would cause more damage to try to remove the tip than to leave it in the femur. 5.5 cm is the length of the tip of the drill bit that broke off and remained in the patient.